Manufacturer narrative:
Device request follow-up in process: at this time, the device has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 2700tfx 19mm bioprosthetic aortic valve, implanted for two (2) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 19mm inspiris resilia valve. Patient post procedure in recovery. The implantation data card indicated that the device explant was not due to deficiency of the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case, the valve was implanted for over two (2) years; therefore, this event was likely to due to patient related factors. Based on the new information received, this event is no longer considered reportable.

Event description:
It was reported via the implant patient registry that a 2700tfx 19mm bioprosthetic aortic valve, implanted for two (2) years and six (6) months, was explanted due to acute rheumatic endocarditis, severe aortic stenosis and thickening of the aortic valve prosthesis . The patient presented with doe and fatigue. The explanted device was replaced with an 11500a 19mm inspiris resilia valve. The patient was discharged on pod #10. Per medical records patient underwent redo-sternotomy, redo-aortic valve replacement, explanation of #19 bovine pericardial valve , mitral valve replacement with magna ease valve and tricuspid valve replacement with non-edwards valve prosthesis. The patient underwent a permanent pacemaker placement on pod #3 and cardioversion for a fib/flutter on pod #8.

Manufacturer narrative:
Updated sections: b5, b6, b7, h6 component codes, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported via the implant patient registry that a 2700tfx 19mm bioprosthetic aortic valve, implanted for two (2) years and six (6) months, was explanted due to severe aortic stenosis and thickening of the aortic valve prosthesis . The patient presented with doe and fatigue. The explanted device was replaced with an 11500a 19mm inspiris resilia valve. The patient was discharged on pod #10. Per medical records patient underwent redo-sternotomy, redo-aortic valve replacement, explanation of #19 bovine pericardial valve , mitral valve replacement with magna ease valve and tricuspid valve replacement with non-edwards valve prosthesis. The patient underwent a permanent pacemaker placement on pod #3 and cardioversion for a fib/flutter on pod #8.